Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited over sensing. The physician chose not to perform an intervention. The lead remained implanted. The patient's condition was good.